Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met manufacturing specifications. There was o problem found; therefore, the event was not confirmed. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device was "rattling on the drill or shaking on the drill" during a cochlear implant procedure. The reporter stated that the device may or may not have been locked securely on the drill. The procedure was delayed for ten minutes. The drill and the attachment were replaced to complete the case. There were no injuries or medical intervention reported. There was no additional information provided.